Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluation - one 11mm/8mm protection sleeve was returned for evaluation. The returned instrument has dents and wears over the entire surface. Dimensional checks were performed and passed. A functional check was not performed because it is not required at manufacture. The condition of the returned device is associated with use in the field and is not associated with manufacture. Because the dimensional checks passed, even though the returned instrument is worn from use, this complaint is invalid. Placeholder.

Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion procedure, the targeted distal screw drilling and placing of the screw was very difficult. The surgeon was able to complete the procedure by using the same nail, but he had to move the instrumentation and complete the procedure partially free hand. The drill bit was hitting the nail and was not going through the hole in the nail. While, there was a 10 minute delay in completing the procedure, the procedure was successfully completed with no patient injury reported. The product has not been returned for investigation and no further information was provided. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and an invalid lot number was provided. The lot number provided cannot be verified as a valid synthes or supplier lot number, hence, the device history record review could not be performed. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
(B)(4): a review of the device history record did not reveal conditions that would contributed to the reported event.

Manufacturer narrative:
Lot number could not be verified, therefore without a valid lot number the device history records review could not be completed. Product development event evaluation reviewed the dimensions, materials, and finishing processes, and found them to be appropriate for the part. A visual inspection of the aiming arm reveals numerous nicks, dings and scratches on all surfaces. There are large dings and gouges visible on the upper handle of the aiming arm. Significant loss of paint is observed on the interior base where the compress buttress mates to the aiming arm. Bare metal is observed under magnification and missing metal is noted in a ring shape that matches up with the buttress compress locking flange used with the part. The locking ring housing shows damage, nicks, and gouges observed on the gold anodized coating. During this evaluation, the returned aiming arm was assembled numerous times to a blade guide sleeve with a compress buttress and secured. The aiming arm aligned properly and the complaint condition could not be replicated. A 3-d tolerance stack was conducted for the parts. The tolerance stack revealed that the design is adequate for the intended use and did not contribute to the complaint condition. The information contained in the complaint suggests the surgeon elected not to use all the parts during the procedure and therefore, the complaint is considered invalid from a design perspective.